Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis confirmed the reported loss of sensing. The device was monitored for over one week and the loss of sensing could not be reproduced. Normal electrical measurements were found when the device was cut open.

Event description:
It was reported that the pulse generator exhibited a sensing anomaly.